Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was admitted to the intensive care unit (ICU) due to thrombus. With complaints of high power, hematuria and hemoglobinuria. Patient also had an increase flow and increase in lactate dehydrogenase (ldh). Patient was successfully treated with intravenous fluids, antihypertensives as well as with anticoagulant, antiplatelet and thrombolytic therapy. Per coordinator patient had a decrease in international normalized ratio (inr) due to patient skipping three days of anticoagulant medicine. Per site, plans to bridge to anticoagulants and discharge next week. Device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4) was not returned for evaluation. The reported high power event was confirmed through log file analysis which revealed 19 high watt alarms logged since (B)(6) 2018. There was a rise in power consumption and estimated flows starting on (B)(6) 2018, followed by a decrease in power consumption and estimated flows starting (B)(6) 2018 to levels within the normal operating range. Of note, it was reported that the patient was treated with anticoagulant, antiplatelet, and thrombolytic therapy, after which the power and estimated flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.